Event description:
The hospital reported that during a coronary artery bypass procedure, the hsk-3038 would not load properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the seal and the tension spring assembly were inside the loading device. The delivery device was received separately. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the failure mode "would not load properly" is confirmed. A lot history record review was completed and there was no nonconformance for the reported lot. (B)(4).